Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, pump supplies were changed to address the issues and insulin delivery was resumed. Additionally, it was reported that the customer "over-corrected" to address occlusion alarms by "guessing" the amount of insulin needed which resulted in a low bg; specific bg value was not provided. Customer consumed glucose tablets and carbohydrates to address low bg and continued to use the pump for insulin therapy.